Manufacturer narrative:
One sample was received for evaluation and the reported condition could not be confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the tube according to applicable drawings. An inflation/deflation test was performed, and it was observed the cuff held the air; the sample was left inflated and no deflation was observed. Additionally the sample was submerged into a container filled with water and no leaks were noticed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was scheduled to have the device replaced, therefore there was no intervention required as a result of this event and no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device that was installed in the patient started leaking. It was reported that the cuff was refilled with 8 ccs of fluid and again started leaking and would not staying fully inflated. It was not known if the cuff was pressure tested before insertion or if the leak was at the cuff or pilot balloon. It was reported that the patient was scheduled to have the device replaced. The customer indicated that there was no patient harm associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.